Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net via transmission after receiving a patient notifier for high, out of range, high voltage lead impedance. Patient later presented in clinic for further assessment. Patient was asymptomatic. Upon interrogation of the device, impedance measured in range. All other lead measurements were relatively stable and in range. No programming changes were made. Patient was stable throughout device interrogation and will continue to be monitored regularly.